Manufacturer narrative:
Clarification to e.1. Postal code: (B)(6). Continued h.6. Health effect - impact codes: f2201. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ with lidocaine in c1, ck1, ck4/jw2, juvéderm® volift¿ with lidocaine in ck3, and juvéderm® volux¿ in jw1, jw4/jw5, c6 and the next week injected again with second juvéderm® volux¿ in c1, jw1. Three months later, patient experienced ¿swollen nodules bilaterally at the jaw" that ¿felt like little hard knots." Hcp performed fine needle biopsies that "show signs of foreign body reaction as well as filler material." Hcp notes 3 nodules by woe, jaw edge and 1 by hay and jaw edge. The elements are volatile and tender. Treatment included moxifloxacin 400 mg x 1 daily, azithromycin 250 mg x 1 daily for 2 weeks, and hyalase x 1 weekly. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00786 (allergan complaint #(B)(6)), MDR ID# 3005113652-2023-00787 (allergan complaint #(B)(6)) and MDR ID# 3005113652-2023-00788 (allergan complaint #(B)(6)). This record relates to second suspect, juvéderm® volux¿ in c1, jw1.